Manufacturer narrative:
Siemens filed initial MDR 2517506-2019-00326 on (B)(6) 2019. Additional information (B)(6) 2019): siemens further investigated the issue and determined that sample specific issues (such as poor sample quality) impacting the proper sample aspiration and delivery of the sample to the cuvette potentially contributed to the discordant, falsely low carbon dioxide result. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that a discordant carbon dioxide (co2) result was obtained on a patient sample on the dimension vista 1500 instrument. Siemens ran service method tests on the instrument and determined that the overmix test on reagent probe 5 (r5), reagent probe 1 (r1), and sample 1 (s1) probes were recovered unacceptably. A customer service engineer (cse) was dispatched to the customer's site. The cse performed the following: replaced s1 and r5 mixers, r1 metering, and flush pump, repaired cuvette washer bio waste line, and ran full quick check and service method tests for s1, r1, and r5. Then, the cse ran the quality controls (qcs), and the qcs recovered within acceptable ranges. The cause of the discordant, falsely low co2 result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista 1500 instrument, resulting higher. The repeat result obtained from the alternate instrument was reported, as the correct result, to the physician(s). As per siemens instructions, the customer repeated the sample on the initial instrument, and the result was higher than the discordant result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 result.